Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after use of the bd insyte¿ autoguard¿ bc shielded IV catheter the needle did not retract and a needle stick injury occurred to the nurse. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the needle didn't retract even activated safety mechanism. Nsi occurred to the nurse.

Manufacturer narrative:
Multiple potential lot numbers: there were multiple potential lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9071776, medical device expiration date: 2/28/2022, device manufacture date: 3/12/2019. Medical device lot #: 9071777, medical device expiration date: 2/28/2022, device manufacture date: 3/12/209. Medical device lot #: 9029982, medical device expiration date: 12/31/2021, device manufacture date: 1/29/2019. Investigation summary: observations and testing could not be performed because units were not received for investigation of this incident. A review of the device history record revealed no irregularities during the manufacture of the reported lots. Conclusion(s): indeterminate: without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that after use of the bd insyte¿ autoguard¿ bc shielded IV catheter the needle did not retract and a needle stick injury occurred to the nurse. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the needle didn't retract even activated safety mechanism. Nsi occurred to the nurse.